Event description:
A home patient's spouse contacted baxter's technical service center regarding a low drain alarm that appeared on the display of the patient's homechoice machine during drain 1 of their automated peritoneal dialysis therapy. Reportedly, the home patient's spouse stated that a leak occurred at the connection between the extension line and the patient line of the homechoice set. No patient injury or medical intervention was associated with this incident per the home patient's spouse.